Manufacturer narrative:
Device evaluation: the reported issue could not be detected on the unit returned for evaluation. One sample was returned and an inflation/deflation test was performed. The returned unit inflated without any issue. A filament was passed through the main stem of the tubing without any issue. No restrictions or obstructions were noted during this inspection. Based on our investigation, the reported event is not related to our manufacturing process. Instructions for use state, ¿due to the spiral design of the tube, the air flow resistance for any given size tube will be approximately equal to a polyvinyl chloride (pvc) tube which is 0.5 mm smaller in diameter. Expert clinical judgement should be exercised in the selection of the appropriate size tracheal tube for each individual patient, as the outer diameters (the diameter of the tube, immediately above the cuff, is 1.5mm larger than the shaft of the tube) of these tubes are slightly larger than those of standard shiley¿ tracheal tubes.¿ manufacturing controls are in place to detect product problems and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a communication that there were respiratory complications due to malfunction of the tube. It was reported that the customer could not correctly ventilate the patient. Additional information provided indicated that the customer removed the et tube and the patient recovered.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a communication that there were respiratory complications due to malfunction of the tube. It was reported that the customer could not correctly ventilate the patient. Additional information provided indicated that the customer removed the et tube and the patient recovered.